Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the vessel sealer instrument stopped cauterizing during a da vinci hysterectomy procedure, which could likely cause or contribute to an adverse event, if the malfunction were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigation did not confirm the complaint. Instrument was installed on an in-house system and it passed self check. Instrument moved intuitively with full range of motion. The cut test was performed and passed. The instrument passed the seal test and the jaw gap test. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument stopped cauterizing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(4) 2015, intuitive surgical, inc. (Isi) obtained following additional information from the initial reporter: the vessel sealer instrument stopped sealing and there were no alarms noted. There was no tissue effect and that is how the surgeon knew that it did not seal. There was some bleeding and pk instrument was used in place of vessel sealer while another vessel sealer was obtained. There was no patient injury.